Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead appeared to have partially dislodged when compared to original placement on x-ray. Three of the quadripolar lead's four electrodes were inside the vein but one was in the coronary sinus. The physician believed that the lead may have partially dislodged due to the patient's heavy coughing. The lead was exhibiting high pacing thresholds or intermittent capture in all pacing configurations. The lead was capped and a new lead was placed in the left bundle branch due to occlusion by the dislodged lead. No further patient complications have been reported as a result of this event.